Event description:
The customer reported that the insulin pump's screen would freeze and then start working again. The insulin pump alarmed button error as the buttons were not responding. The customer cleared the button error alarm but was unable to clear the max fill reach alarm. Customer's blood glucose level was 378 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button was unresponsive due to a corroded keypad trace. No display anomaly was noted. No frozen display was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.